Event description:
Cable separated at the handle while clamping pt beads went everywhere. Pt received two x-rays, once during surgery and once after surgery. No beads were found in the pt. Thirty one beads were located. Another clamp was used to continue surgery. Additionally, cardiac service coordinator stated while during a cvg on a pt the clamp broke. They were getting ready to cross clamp the aorta when the cable separated from the clamp causing the beads to go all over the place. A second clamp was used and the case was completed without further incident. However, the pt received two x-rays once on the o.r. Bed and once on the stretcher. No beads were found inside the pt. The pt is reportedly doing okay.